Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that they are experiencing issues with the trocars leaking during surgery. There is no known impact or consequences to the patient's involved. Additional information and product sample were requested; however, the customer indicated that no further information is available. This is the third of three events from this facility.

Manufacturer narrative:
No sample has been returned for evaluation for the report of trocar valve leakage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. The manufacturer internal reference number is: (B)(4).